Manufacturer narrative:
The reported events were lead dislodgement, unacceptable capture threshold and p-wave amplitude variation. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported events of unacceptable capture threshold and p-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left bundle lead exhibited unsatisfactory pacing threshold despite multiple attempts of repositioning resulting in a lead helix mechanism issue. Additionally, the right atrial (ra) lead exhibited low sensing and high capture threshold despite multiple attempts. Subsequently, the ra lead was found dislodged. Both leads were removed and replaced. The patient was stable.